Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer was experiencing high blood glucose. Customer's blood glucose was 400 mgl/dl. The high blood glucose was treated with the manual injection. The insulin pump had compromised force sensor system alarm. The insulin pump will be returned for analysis.